Event description:
It was reported that the pt had high impedance as early as (B) (6) 2008. As the pt has not had any increase in seizure activity, the family and physician have elected not to disable the device or replace it, against manufacturer recommendations. Physician reported that the pt is very developmentally delayed and in a wheelchair, so there have not been any noted trauma or falls that could have caused the high impedance. The pt's mother indicated that the magnet is helpful in aborting seizures, so the physician felt the device was still working as intended. Reporter indicated that x-rays were taken and no lead discontinuity was noted. X-rays have not been sent to manufacturer for review. At this time, no surgery is planned to replace the lead.